Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had developed blood clots in both their legs and their lungs in the past. It occurred after surgery and they were on warfarin for years now. Further follow-up was being conducted to determine if their managing physician knows about the blood clots and if the blood clots was related to the device/therapy. If additional information is received, a follow-up report will be submitted.